Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. After a 7f guidezilla¿ ii guide catheter extension was advanced in the lesion, a 4.00mm x 38mm synergy ii drug eluting stent (des) was advanced for treatment. However, the stent got caught on transition going into the guidezilla¿ ii guide catheter extension and would not advance inside the guidezilla¿ ii. The stent was removed and the guidezilla¿ ii was repositioned and the stent was re-advanced. It was noted that the stent became entrapped with the guidezilla¿ ii and a 182cm non-bsc guide wire and the stent stripped off the balloon. The entire system was then removed, as the stent, the guide wire and the guide catheter extension was entrapped together. A 7f non-bsc guide catheter extension was used and a new 3.5x38mm synergy des was advanced and completed the procedure. No patient complications were reported and the patient's status was fine.